Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Treatment of a small unruptured saccular aneurysm measuring 10mm x 4mm located in the cavernous segment of the right ica (internal carotid artery). The patient was given dual antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline (4mm x 20mm) embolization treatment. During the procedure, it was reported the pipeline could not be opened despite manipulation of the wire and microcatheter. The pipeline was removed from the patient by trapping the braid between the capture coil and microcatheter. A shorter device was used to complete the procedure without further issues. Post procedural imaging revealed an eclipse. The patient's condition was reported to be stable. No patient injury was reported as a result of the procedure.